Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. Due to the proximal deformation, the frictionless movement of the electrode inside the working element is restricted. It is likely the reported event occurred due to the use of excessive force by the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. The needle part was too soft. The allegation of not being able to cut was not confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus employee reported on behalf of a customer, during preparation for a turis resection the hf-resection electrode needle was bending due to an internal mechanism issue. This issue rendered the device unable to cut and was not used on the patient. The intended procedure was completed. There was no report of patient harm associated with this event.